Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. The patient indicated that the pump was rebooting for the previous month and half. The reporter reportedly changed the battery cap a month earlier but the issue was persisting. Due to the alleged issue, the patient claimed that he developed blood glucose (bg) levels in the "350-370 mg/dl" range with symptoms of increased thirst and urination. The patient explained however that he would be able to bolus and correct for the elevated bg levels. He mentioned that his bgs would be fine when the pump was working. The patient mentioned that the pump had rebooted 10 minutes earlier while speaking to the animas representative involved in this contact. The alleged issue was not resolved with troubleshooting. The pump was replaced. He was advised to disconnect from the pump and implement a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the pump was rebooting and he had developed elevated bg levels with symptoms suggestive of severe hyperglycemia. It is unclear if use-error contributed to the injury considering the alleged issue had been occurring for a month and a half.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no damage noted to the battery cap or the battery compartment. The battery cap was able to attach securely to the pump. Battery cap functionality testing was performed and revealed that the battery cap was within specifications. Review of the black box revealed reboots recorded and two "low battery" warnings on (B)(4) 2012. The black box showed that partially-charged batteries were installed during a battery change. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no power issues or alarms occurring during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened and no damage was found to the power circuit.